Manufacturer narrative:
Device not returned.

Event description:
Swan-ganz catheter inserted in the or and was in pt. For 3 days, nursing staff were removing the tape (sleek) from catheter, as they were going to remove swan from the pt, as they were removing the tape, the catheter broke (they sealed catheter with artery forceps) and proceeded to remove it from the patient. No patient injury resulted. Device not returned as it was contaminated with hep c. Catheter was still easily removed. Staff still felt it was appropriate to report incident.